Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube and minor scratched display window.

Event description:
The customer reported via phone call that the pump was exposed to lake water when he fell in the lake. Customer's blood glucose was 74 mg/dl at the time of the incident. Customer stated that he received a button error alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.